Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the operator checked the ncircle delta wire tipless stone extractor prior to the operation and found out the basket cannot be withdrawn. This device was not used on a patient. There were no adverse consequences or effects to the patient due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of documentation, manufacturing instructions, specifications, quality control data, instructions for use, drawings, functional testing, complaint history, device history, and the actual device were conducted during the investigation. As reported, "operator checked the basket before operation and found out the basket cannot be withdrawn." The patient did not experience any adverse effects due to this occurrence. One device was returned for investigation. Based on the physical evaluation, the device was returned smashed in the shipping tray lid. The handle is in the open position and the basket formation is in the open position. The collet knob is tight and secure. The mlla (male luer lock adapter) is loose. With the handle in the open position the basket formation is only partially deployed. A visual examination noted damage to the basket sheath starting 3 mm from the edge of the support sheath; the damage extends 8 mm. The support sheath is completely severed and detached from the basket sheath. The support sheath is severed 3 mm from the nose of the mlla. The braiding on the basket sheath has partially separated. The device is shipped with instructions for use, which states the proper warnings, precautions, and instructions for use. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. This complaint is confirmed based on the customer's testimony, and a physical evaluation of the returned product. Based on the provided information a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.